Manufacturer narrative:
The insulin pump had moisture damage on electronics. The insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they jumped into the pool with the insulin pump on. Customer stated that the insulin pump froze and has a blank display. Customer's blood glucose reading at the time of the call was 175 mg/dl. No further information reported.